Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No unexpected numbers scrolling during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on his insulin pump were sticking; the customer attempted to program a bolus but after pressing the up arrow the menu scrolled upwards without stopping. The patient's blood glucose at the time of incident was 90 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that the pump was in his pocket while training and he was sweating heavily; he was unsure if moisture had gotten into the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.